Event description:
Fmc product complaint received. Stated complaint is "blood leak occurred after the first ten minutes of dialysis on a new dialyzer." 4/8/99 facility called to verify details of reported event. Facility closed, will call back on 4/9/99. On 4/9/99 facility called and complainant not available for questions. 4/12/99-nursing director called at facility. The internal leak resulted in 100 cc blood loss due to discard of dialyzer circuit. There was no adverse effect to the pt, hemoglobin was stable post event. The complaint sample was discarded. There were no other leaks reported in this unit. 4/12/99-MDR determination made and malfunction filed due to blood loss reported.